Event description:
PICC insertion was started using a mst (modified seldinger technique) wire and echogenic needle. Needle was inserted and obtained some blood return. Staff was unable to insert the mst wire due to the fact that there was no opening in top of needle. This resulted in another stick for the patient.